Event description:
It was reported that the cable adaptor does not sit well on the end of the lead. Even when pushed on tight the clips give either no signal or poor signal. The adaptor was removed from the lead. The lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).